Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of a 5.2 cm abdominal aortic aneurysm approximately four years ago. Vessel morphology was reported as the aortic neck measured 26.3 mm in diameter proximally and 28.2 mm distally and it was 13.5 mm in length. There was mild calcification in the aortic neck and a moderately angulated aortic neck. It was reported that there was a type ia endoleak post implant that was resolved with implantation of a palmaz stent. No additional clinical sequelae were reported and the patient is fine. The return of pre-implant of 3d films were reviewed and showed some calcification in the moderately angulated proximal neck. Post-implant films were not provided; the cause of the proximal type I endoleak could not be determined.

Manufacturer narrative:
(B)(4). Methods: (films). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (calcification in the aortic neck and a moderately angulated aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (calcification in the aortic neck and a moderately angulated aortic neck).